Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient is not feeling stimulation and they were having a lot of issues (leaking, incontinence, urge frequency, retention) with their bladder. The event was considered a gradual change in therapy/symptoms. During the call, the consumer had access to their patient programmer (pp) so they synched to the ins which showed stimulation was on; they were at 2.3v on program 3. They have the ability to change programs and/or adjust stimulation so it was increased to 3.4v. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was also reviewed to complete a voiding diary to track progression/therapeutic response. The consumer noted that the patient has fallen five times since the beginning of january and they think the patient landed on the device. As a result of what was reported, the caller was instructed to have the patient try this setting for a couple days and to follow up with the hcp if the symptoms aren't resolved. It was also reviewed to have the hcp have a manufacture representative (rep) come and check to make sure everything is connected properly and ensure nothing was broken as a result of the fall. Six days later, patient said their device is still not working correctly and then mentioned the falls. They noted the last fall was the "1st of march". The patient inquired about getting a rep to meet with them and their hcp on (B)(6) 2019. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1nxts, implanted: (B)(6) 2018-08-03, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp), via the manufacturer¿s representative, that reported the patient had a loss of stimulation sensation and loss of efficacy. Patient factors that may have led to the issue was multiple falls with impact on the ins and weight. The physician had tried programming the patient multiple times. A surgical intervention was performed where the ins and lead were then explanted. The patient was re-implanted with a new ins system. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.